Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the telescope's resectoscope lock was broken. The issue was found during preparation for use for a therapeutic transurethral resection of the prostate in saline (turis) which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The lock pin was confirmed to be broken. Based on the results of the investigation, the definitive root cause of the damage could not be determined. It is possible that the damage was caused by improper handling and the application of excessive force, fall, shock, or similar stress. Olympus will continue to monitor field performance for this device.